Event description:
Pt underwent stenting of the left sfa and popliteal arteries. During procedure the viabahn stent graft was advanced into the distal sfa and deployed. Reportedly, during the deployment the string used to deploy the stent broke. It could not be pulled back into the sheath. The proximal end of the stent graft delivery device was incised, but the end of the string could not be visualized. At this point, pt was placed under general anesthesia and converted to an open procedure. After an arteriotomy was performed in the sfa, the delivery device was identified and the ends of the string identified. They were reportedly frayed. Surgeon was then able to pull on the string and fully deploy the stent graft. The procedure then continued without complication.